Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot number 7802489. Manufacturing location: (B)(4). Date of manufacture: 14.jun.2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Patient code: the device may have caused or contributed to a serious injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported device was used in surgery for the femoral diaphyseal fracture on (B)(6) 2017. A 240mm dfn (distal femoral nail) nail was applied to the distal 1/4 spiral fracture. When the surgeon inserted the locking screw on the distal, the drill bit had interfered with the nail. Then, the surgeon inserted a spiral blade, and the drill bit also interfered with the nail on the proximal-proximal side. Finally, the drill bit interfered with the nail on the proximal-distal portion. Although the surgeon hammered the drill bit, it did not reach the aimed area. When the surgeon tried to pull out the drill bit with a hand piece, the drill bit broke up into four fragments. He was able to remove most of the fragments with forceps, but some fragments still remain in the patient¿s body. Patient outcome is ok, no re-operation is planned to remove the broken fragments. The surgery was completed with a 25-minute delay. Concomitant device: 1x unk dfn nail, 1x unk spiral blade, 1x hand piece, 1x 357.118 / 1084496 protect sleeve, 1x 357.097 / 1693977 drill sleeve, 1x 357.098 / 1103745 trocar. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (drill bit, part number 357.139, lot number 7802489). The subject device was returned with the complaint condition stating the tip was broken off in two parts (approx. 10mm from the tip). Traces of use on the coupling side and spiral flutes were visible. The complaint is confirmed. Measurements were performed near the breakage point and all measurements have fulfilled the specifications. Based on the received condition (strong deformation on the point angles and the primary relief angle on the tip that broke off) the point angle and the primary relief angle (pos.4 and pos.5), could not be measured. All features that could be measured passed specifications according to the relevant drawings. In addition all relevant features of the drill were tested according to inspection sheet during the manufacturing process and no deviations or irregularities were found which could lead to the complaint condition. The lots of the raw material of the drill bit was performed by investigation of the raw material orders, and was found that the raw material fulfilled the specification. The hardness of the drill was tested and is according to the requirements ((B)(4)). No deviation could be determined. It was noted the drill bit interfered with the nail and the surgeon hammered the drill bit. When the surgeon tried to pull out the drill bit with a hand piece, the drill bit broke up into four fragments. The most probable root cause is misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.